Event description:
The customer reported that on (B)(6) 2012 an erroneously elevated creatinine (crem) result was generated from a unicel dxc 800 synchron system for one patient sample. Upon multiple repeat on the same and another instrument, the crem repeat results were lower and considered valid. The initial crem result was not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument crem quality control results during the timeframe of the event were within customer established specifications. No sample collection/handling information or patient demographic information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the crem reaction cup and found a tiny grey particle in the module drain valve. All cup valves were cleaned. Upon completion of the necessary repairs the instrument was returned back into operation.